Event description:
Report received from the USA stating that the device had a "hole in the hose" and was "hissing air." The issue was discovered during a pre-testing set up. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).